Manufacturer narrative:
This report is being supplemented to provide additional evaluation information. During device evaluation, remnants of white crystalized contamination, which was believed to be a simethicone type product, was found within the air/water and auxiliary channel in the control body. The control body and channels were exposed. This showed the air/water and auxiliary channel to be cloudy in appearance. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was reprocessing. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿reprocessing manual_ precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Flush the air/water channel with detergent solution. Remove detergent solution from all channels.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the water flow and water removal was not to specification due to clogging of the nozzle, the light and optical cover glasses were chipped, the glass adhesive was worn, the distal end adhesive was lifting, the aspiration and air/water housing colored ring was worn, the identity badge for the control body was missing, switch #1 button was worn, angulation was reduced, the knobs had play and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water channel of the evis lucera elite colonovideoscope was blocked. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. A black rubber like material was protruding from the air/water nozzle. The report is being submitted due to foreign material in the nozzle found during evaluation.